Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) nurse reported a (B)(6)-year-old male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy, presented to their pd clinic with abdominal pain and high fever, on (B)(6) 2015. On (B)(6) 2015 during the clinic visit the patient was diagnosed with peritonitis; pd effluent expressed was cloudy, cultured, showed elevated white blood cells, and empiric antibiotic therapy was initiated (drug name, dose, route, and frequency unknown). Relevant medical history included: ((B)(6) 2015) scheduled outpatient pd catheter repositioning procedure due to blockage. The patient's pd culture results are unknown. The pdrn stated the patient is "doing fine" and but is severely non-complaint with his medication.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the encountered dried fluid could not be determined. Simulated testing was performed and there were no fluid leaks and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were received and reviewed. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is an association between the event and the patient's abdominal surgery that occurred within 72 hours of the patient experiencing signs and symptoms of peritonitis.

Event description:
On (B)(6) 2015, the patient presented for a pd clinic visit with complaints of drain complications, abdominal pain, and fever; pd catheter was syringe flushed with heparinized normal saline to aspirate fluid with fibrin, pd catheter was then connected to a drain bag and flushed with 500mls of dialysate, pd effluent was cloudy, showed an elevated white blood cell count, cultured, vancomycin 2gm ip route was administered, and gentamicin was prescribed for three days via ip route for a minimum six hour dwell with an unknown dose. On (B)(6) 2015, the patient presented for a pd clinic visit with 1/10 mid abdominal pain with movement, was administered a 500ml dialysate flush via ip route and then gentamicin 80mg via ip route for a six hour dwell.